Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. The cycler underwent and passed a valve actuation and system air leak test. A pre-accelerated stress test (ast) simulated treatment was initiated and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
The contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that the screen went blank on the liberty select cycler during an unknown phase of treatment. They also reported that the cycler made an alarm tone. The fresenius technical support representative advised the patient contact to call back in the morning because the contact will allow the patient to move forward with treatment. The patient contact called back to report that the screen went blank again during an unknown phase. The fresenius technical support representative issued a replacement cycler, advised the patient contact to discontinue using the machine and to inform the pd nurse of the replacement cycler. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but was not received to date. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.